Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a motor error alarm during a bolus. The customer also reported their insulin pump was taking twice as long to rewind. Customer's blood glucose was 123 mg/dl. Customer also stated they were able to complete the rewind sequence on the insulin pump. They also reported that their insulin pump was taking longer to deliver insulin. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.